Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer received the following results: on (B)(6) 2017, with two different meters, within 10 minutes: 110 mg/dl (compact plus gt) and 450 mg/dl (compact plus gp). On (B)(6) 2017, received the following results within 10 minutes: 120 mg/dl (compact plus gt) and 289 mg/dl (compact plus gp). No adverse event reported. Return of the suspect device was requested for evaluation.